Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on an unknown date, the patient's infusion set's tubing detached/broken at the site connector. This issue occurred with two infusion sets. The patient experienced high blood glucose level at the time of the event which they tried to treat with correction bolus via multiple daily injection. The infusion set had been used for 3 to 8 hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.